Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Additional information:a4 - patient weight.

Manufacturer narrative:
Corrected data: medical device problem code.

Manufacturer narrative:
The event of heating during MRI was reported to abbott. The patient experienced heating at t8 lead location during an MRI scan. As a result, the scan was stopped. It was determined that the patient¿s drg system is not mr conditional for any MRI scans due to the lead location. Surgical intervention took place wherein the t8 lead was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced heating at t8 lead location during an MRI scan. As a result, the scan was stopped. It was determined that the patient¿s drg system is not mr conditional for any MRI scans due to the lead location. As such, surgical intervention took place wherein the t8 lead was explanted to address the issue.